Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was identified during use of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It was unknown if the patient was connected at the time of the alarm as the patient had disconnected and reconnected. This occurred during dwell of the device for peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from the unspecified location of the homechoice cassette. Renal therapy services (rts) assisted the patient in ending the therapy session. The patient would complete therapy by manual exchange. There was no report of patient injury or medical intervention associated with this event. No additional information is available.